Manufacturer narrative:
Summarized patient outcomes/complications of integrated severity staging of paravalvular regurgitation after transcatheter aortic valve implantation using echocardiographic and hemodynamic assessment were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, prior myocardial infarction, prior percutaneous coronary intervention, prior bypass surgery, prior valve surgery, atrial fibrillation, prior pacemaker/intracardiac defibrillator implant, peripheral artery disease, pulmonary hypertension, and chronic kidney disease. Some of the complications reported were heart failure, aortic valve insufficiency, stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: integrated severity staging of paravalvular regurgitation after transcatheter aortic valve implantation using echocardiographic and hemodynamic assessment.

Event description:
The article, "integrated severity staging of paravalvular regurgitation after transcatheter aortic valve implantation using echocardiographic and hemodynamic assessment", was reviewed. The article presented a retrospective, single center study on effectiveness of a comprehensive integrated approach that combines both methodologies to accurately identify and predict the clinical consequences of paravalvular regurgitation (pvr). Devices included in the study were portico, navitor, and evolut r. The article concluded that invasive assessment of pvr effectively identifies patients at risk for early major adverse cardiovascular events (mace), particularly those with moderate or severe pvr. However, echocardiography significantly enhances risk stratification in all other cases. Therefore, an integrated approach combining both invasive and non-invasive modalities may represent the most appropriate strategy for identifying patients at increased risk of adverse outcomes following transcatheter aortic valve implantation (tavi). [(B)(6)] the time frame of the study was from december 2018 to december 2022. A total of 126 patients were included in the study, of which 114 (90.5%) received an abbott device. The average age was 82.1 years and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, prior myocardial infarction, prior percutaneous coronary intervention, prior bypass surgery, prior valve surgery, atrial fibrillation, prior pacemaker/intracardiac defibrillator implant, peripheral artery disease, pulmonary hypertension, and chronic kidney disease.